Event description:
I have been finding the floating material in my philip dreamstation off and on, but wasn't sure what it was and would clean it out and use again, but now with the recall I have been afraid to use it and wondering now if it is the cause of all my headaches/sinus problems. Nonetheless I am left without a safe machine to use during this recall. I just purchased mine again this year, my third one and two of them on recall, my first was not but it does not work. I have chronic severe obstructive sleep apnea, my doctor has told me in the sleep study that I turn blue during the night from oxygen deprivation and stop breathing multiple times on and off, so needless to say, I need a machine. I talked with philips respironics again yesterday and they relayed to me their apologies and had no answer as to when, just that they cannot do anything until FDA approves it. Please help us, there are so many people her waiting in limbo and afraid to use the machine and suffering or using it and risking the cancer or whatever it may cause, this is not fair to us and we need help. FDA safety report ID# (B)(4).